Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient experienced cloudy effluent as a result of the peritonitis and was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, duration and frequency not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.